Event description:
It was reported that, during a procedure, the cable of a evac 70 wand had sparks. It is unknown how the problem was resolved and whether it caused or not a surgical delay. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode has minimal erosion. The wand cable and connector are free from any physical damage. Product was out of the original packaging. No packaging returned. The device was plugged into the controller with no resistance and registered settings (7,3). No sparks and normal plasma generation and coagulation observed. Saline and suction both performed as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a lingual tonsillectomy procedure, there were large sparks from the tip of the evac wand that looked like a handheld sparkler. The oxygen concentration was decreased right away to limit the risk of fire, and water was ready, then tried again just to be certain is was still a problem, and then stopped using it. The procedure was completed with a 15 minutes surgical delay using a back-up device. No patient complications were reported.